Event description:
Since the patient received the first implantable neurostimulator (ins), due to the position in the upper abdomen, the ins would move and get caught under her ribs and it was uncomfortable. The patient noted that this happened on a regular basis. One time, the patient moved the ins and the wires became damaged. The patient did mention this issue to her initial physician however nothing was done about it. Information regarding components involved in the report, cause of event, and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was not determined but confirmed that the battery was the component that involved in the event and that it was dead and losing power prior to that. X-rays were taken but no results were provided. A revision was planned to revise/remove the ins but the lead component was still in use and was effective. The patient was reported as not recovered with the symptoms/issues noted as on-going. No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0417753v, implanted: (B)(6) 2004, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3998, lot# j0417753v, implanted: (B)(6) 2004, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 7435, serial# (B)(4), product type: programmer, patient. (B)(4).